Event description:
A customer reported experiencing an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete information on resetting the pump and guided them through the process. After the reset, the error did not reappear, and the customer was able to successfully start a new sensor session.